Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
Customer reported the insulin pump alarmed button error and the buttons are not responding. Customer's blood glucose was 97 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer put the device in the office and went to work. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.